Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the wire broke on the maryland bipolar forceps instrument. The nurse confirmed that no fragment had fallen inside the patient. The procedure was completed robotically as planned with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to this event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Manufacturer narrative:
Device evaluation: the maryland bipolar forceps instrument was received and failure analysis found the instrument to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.